Manufacturer narrative:
The insulin pump was received with no unresponsive buttons noted. All buttons function properly; however the insulin pump has moisture on keypad traces. No battery out limit alarm noted. All operating currents are within specification. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump passed self test, displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked lcd window, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer stated that the insulin pump alarmed battery out limit. The customer's blood glucose was 49 mg/dl. The customer stated that the insulin pump had been exposed to moisture from rain water for a minute or two. She noted that the esc button was not working. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She declined to troubleshoot for the low blood glucose.